Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal swelling with this inflatable penile prosthesis (ipp) leading to inflation and deflation difficulties. The cause of the swelling was unknown by the physician. After medical evaluation it was decided that the ipp pump had to be replaced and repositioned. The procedure was performed wherein the existing pump was explanted and replaced with a new pump. There were no additional patient complications reported and the patient is expected to fully recover.